Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.

Event description:
Patient's auditory osseointegrated implant became loose and come out.